Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia with a highest continuous glucose monitor (cgm) reading of 269 mg/dl while using the ilet system with a freestyle libre sensor; the user indicated the insulin cartridge ran out overnight and was not replaced, and they later performed a factory reset before changing supplies. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included resolution after the patient replaced supplies and resumed therapy, with no hospitalization. Investigation included troubleshooting and education focused on insulin supply status and device use. Investigation of this case revealed that the event was attributable to an out-of-insulin condition resulting in delivery interruption, consistent with user-managed supply depletion rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related, specifically insulin supply exhaustion.